Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that per the physician, the valve and the valve implant procedure contributing factors to the occlusion and dissection were unknown. In addition, it was unknown why a cut down was performed. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the access site was approached from the right supraclavicular artery with a vessel diameter of 5.4 millimeter (mm) x 6.7 mm using a 14 french (fr) non-medtronic sheath. The valve was deployed successfully. The sheath was removed and the an angiogram was performed when an occlusion near the right supraclavicular artery was observed. The cause may be that the vascular properties have progressed with atherosclerosis and that the intimal peeling during sheath replacement was a procedural factor. The lumen was checked via intravascular ultra sound after the surgical vessel repair and a dissection of approximately 120 mm was observed distally from the right supraclavicular artery. A 6mm x 120mm stent was inserted after an 6mm x 12mm plain old balloon angioplasty was performed. The cause of the dissection is unknown but it is possible that it was due to the puncture stage after the cut down. No additional adverse patient effects were reported.

Event description:
Additional information was received that a thrombolytic occlusion occurred at the subclavian artery. 2 days following the implant of the valve, non-st elevation myocardial infarction (mi) was observed. An emergency coronary artery angiogram and intravascular ultrasound (ivus) were performed that revealed that the left main trunk was highly stenotic with calcification in the sinus of valsalva (sov). Emergency percutaneous coronary intervention (pci) was subsequently performed and a stent was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: this is a system report. The section d information is for the primary device, which was in use with the following: brand name vlv evolutfx-26 product ID evolutfx-26 serial/lot (B)(6) use by date 2025-02-16 UDI (B)(4). B2. B5. H6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Patient codes, eval code method, additional codes: imf/ health impact codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.